Manufacturer narrative:
Complaint (B)(4): a date of the event could not be obtained from the customer. Samples for a closer evaluation have not yet been received. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Sst tubes are not clotting. The customer advised tubes were filled with a straight needle inverted appropriately, kept upright and allowed to clot per IFU procedures.

Manufacturer narrative:
Complaint (B)(4) no samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined. Corrections/additions: g4: 510(k) number; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.